Event description:
It was reported that before an unknown procedure, the tip broke before using on patient. The procedure was completed using another device. No patient consequence. One device will be returning.

Manufacturer narrative:
(B)(4). Additional information: the device was received with the blade tip intact - not broken off as reported, but the device's clamp arm is detached from the instrument outer tube and the outer tube interface was found to be damaged. The clamp arm was not returned with the device. The device was partially tested with a generator gen 04 and the device performed as required during testing; though all testing could not be completed due to the missing clamp arm. No further tests could be performed due to the device receiving condition. No conclusion could be drawn as to what caused the clamp arm to detach, however probable causes include: not closing the trigger when sliding the torque wrench on and off; not closing the trigger when introducing or removing through the trocar; or entanglement in fibrous tissue.

Manufacturer narrative:
(B)(4). Information asked for but unknown or not provided during initial contact. After several requests, the device was not received for analysis should the device be returned for analysis, a supplemental medwatch will be sent.